Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, olympus confirmed foreign material was adhered to the device, but the type of the material cannot be identified. However, it is likely the following led to the malfunction: the foreign material was possibly not removed completely even if the reprocessing steps were conducted properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the biopsy forceps exhibited a fibrous foreign material, and a foreign material adhered to the cup. There was no patient involvement.